Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, (B)(4).

Event description:
This complaint was created due to a maude database search, report number 3003502395-2015-00013. It was reported that during a aortic/mitral valve repair/replacement, the device that locks down, broke off and fell into the patient. A manual retraction was used to complete the case. The patient outcome was not affected.